Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact. Reported the customer was out of supplies and did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.